Event description:
The angioguard device had difficulty advancing through a previously implanted stent and had difficulty reaching the target lesion. There was no restenosis in the previously implanted stent. The previously implanted stent (brand unk) had been placed in the iliac. The angioguard eventually reached the lesion and was successfully deployed. Physician indicated that the pt had slow flow after angioguard deployment. A precise stent was successfully implanted. The angioguard was successfully retrieved with debris in the filter. When the filter was removed the pt's flow returned to normal. The procedure was completed with no adverse consequence to the pt.

Manufacturer narrative:
Device history record review was conducted, and the product met quality requirements for product acceptance. Add'l info will be submitted within thirty days upon receipt.